Event description:
Customer reported hospitalization due to low blood glucose. Customer's husband called the paramedics. Customer was transported to hospital. The blood glucose reading was 35 mg/dl. The previous day the blood glucose reading was 17 mg/dl. Physician advised customer to stay on manual injections until she sees the trainer. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.